Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. A 27/7/2/100 equalizer balloon catheter was advanced for dilation. However, during the first inflation, the balloon ruptured. The device was removed, and the procedure was completed with another of same device. No patient complications were reported, and the patient was good post procedure.